Manufacturer narrative:
(B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon was implanted during a robotic sacro colpopexy procedure performed on (B)(6) 2018. According to the complainant, during procedure, upon uncovering the sacrum to anchor the mesh, the physician hit the common iliac artery which resulted to bleeding. The physician was reportedly able to control the bleeding and close the artery. The procedure was completed with the original intended upsylon y mesh. The condition of the patient at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an upsylon was implanted during a robotic sacro colpopexy procedure performed on (B)(6) 2018. According to the complainant, during procedure, upon uncovering the sacrum to anchor the mesh, the physician hit the common iliac artery which resulted to bleeding. The physician was reportedly able to control the bleeding and close the artery. The procedure was completed with the original intended upsylon y mesh.the condition of the patient at the conclusion of the procedure was reported to be stable. Additional information received on october 30, 2018. The physician controlled the bleeding by suturing it robotically. She believed the blood loss was reported as 300 cc.

Manufacturer narrative:
Patient ID: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.